Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -02.25 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023, the lens was removed due to patient dissatisfaction - visual acuity. Reportedly, "the patient continuously complained of near vision." The problem was resolved.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).